Event description:
Related to manufacturing report #: 2183959-2015-00133. It was reported that following the implantation of an elevate anterior graft, the patient experienced urethral irritation. The patient went to the emergency room with possible urinary retention. The post void residual testing did not show any urine. "A foley catheter was placed & drained 125ml initially & 75ml over next hr." The patient diagnosis was "urethral irritation from dehydration and recent instrumentation. No retention diagnosis". The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.